Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid altitude alarm while flying in a plane. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery.